Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) performed from the date of manufacture, 06-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mini drawer opening fully. A field service engineer replaced the mini engine and cleaned the sensor track. An hardware test application (hta) test was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es when the users were retrieving 1 vial of midazolam from drawer 1.6, the whole drawer pulled out exposing all the midazolam vials instead of just opening to allow 1 vial. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex a, imdrf annex g, imdrf annex c and imdrf annex d. Correction: section d unique identifier (UDI). Part analysis: the report of the mini drawer opening fully was confirmed during fse testing however, the inspection process conducted in the dchu investigation laboratory showed proper functionality. According to work order (B)(4), the field service engineer replaced the mini engine and cleaned the sensor track. Ran the hta test drawer is now functioning as intended. During dchu visual inspection the assy, ctrl unit, 1x1, ul (p/n 133456-03) received did not present any physical damage. During dchu testing the hardware test application (hta) confirmed that the assy, ctrl is functioning as intended. All diagnostic tests were successfully completed, meeting the required performance standards with no issues found. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: not determined, a complete inspection and functional testing were performed, no faults or irregularities were observed during the evaluation process.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es when the users were retrieving 1 vial of midazolam from drawer 1.6, the whole drawer pulled out exposing all the midazolam vials instead of just opening to allow 1 vial. As per part investigation, it was determined that no faults or irregularities were observed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.